Manufacturer narrative:
This product is not marketed in the us. (B)(4). Conclusions: off label use (acd<3mm). (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -9.50 diopter, in the patient's right eye (od) on (B)(6) 2016. On (B)(6) 2017 the lens was exchanged for a shorter lens due to excessive vaulting. The problem was resolved. As of the date of MDR submission, the lens has not been returned.

Manufacturer narrative:
Additional data: device evaluation: product evaluation found that the lens was returned dry in a small vial. Visual inspection found the haptic missing a piece and clear residue and debris on lens surface. (B)(4).